Event description:
It was reported that the patient's device was programmed off because it was not working. It was reported that there are no plans to program the device back on or replace the device. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
Additional information was received stating that the vns patient¿s device was disabled as the patient was a non-responder to vns therapy.